Manufacturer narrative:
(B)(4). Batch # m53u98. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? On this firing, before the device jammed, did the device staple? If yes, was the staple line complete? On this firing, before the device jammed, did the device cut? If yes, was the cut line complete? The analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk.additional information received: device remained closed on the tissue during a pancreatic derivation, the device jammed. The device remained closed on the tissue and it was impossible to open it. The surgeon had to cut the tissue. Another like device was used to complete the procedure without consequence to the patient. No consequences to the patient - another like device was used

Event description:
It was reported that during a pancreatic derivation procedure, the device jammed. The device remained closed on the tissue and it was impossible to open it. The surgeon had to cut the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.